Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) cylinder and pump due to device suspected to stopped working. Found tubing to cylinder torn at surgery. Reservoir was left in place. Device was implanted 2 years ago due to priapism. No adverse patient effects. Should additional information is received, a supplemental report will be submitted.